Manufacturer narrative:
D6a: implant date provided was (B)(6) 2024 [month, year valid]. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider via a manufacturer representative (rep) indicated that the implant date of the pump was (B)(6) 2024. The motor stall was observed more than 12 hours after magnetic resonance imaging (MRI). Actions/interventions taken to resolve the event included reconnecting with the clinician programmer after the event was mentioned by the hcp. The event was resolved and the pump remained implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the service / error code 100 regarding pump motor stall message was seen via the personal therapy manager. The patient was also showing some return of symptoms. Factors that may have led or contributed to the issue were unknown. Intervention taken included reconnecting with programming table and verifying the pump status and patient status. The issue was not resolved as of (B)(6) 2024. No surgical intervention occurred and no surgical intervention was planned. The patient's gender, medical history, age, and weight at the time of the event was unknown or would not be made available.